Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported the (B)(6) female patient was undergoing a device replacement. During removal of the device, the doctor pulled on the macloc hub and the hub detached from the catheter portion. The catheter portion of the device was able to be removed from the patient by hand. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. A used portion of one(1) ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter, (B)(4), was returned for evaluation. A section of the catheter, measuring approximately 3cm was returned including the flared end that mates to the mac-loc. Additionally a portion of monofilament suture was returned attached to the mac-loc as well. All section were covered in dried blood. The suture exiting the macloc hub was also 3.5 cm in length suggesting that the catheter shaft was cut prior to returning the device. The flare was examined and determined to be dimensionally correct though slightly out of round. There were no creases or thread marks visible in the flare. The threaded cap of the mac-loc hub was removed and revealed a sufficient amount of glue present to hold the threaded cap in place. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as instructions for insertion and removal as well as applicable warning and precautions. The process of flaring the tube and attaching the mac-loc hub was validated and was implemented on (B)(6) 2015. The lot number of the complaint device was not reported so it is not clear if this device was manufactured before or after the implementation of the new validated process. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device manufacturing records could not be conducted. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
It was reported the (B)(6) year old female patient was undergoing a device replacement. During removal of the device, the doctor pulled on the mac-loc hub and the hub detached from the catheter portion. The catheter portion of the device was able to be removed from the patient by hand. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.